Event description:
Customer observed a particle post fill on (B) (6) -2008 in one bag of lot h08f25030.

Manufacturer narrative:
(B) (4). Baxter medical assessment: this is a case of particulate matter in a cryocyte bag post fill. The filed cells were not administered to a patient. As in all cases of foreign particulate matter in a cryocyte bag, there is additional risk to the patient regarding sterility, infection, and/or an additional adverse reaction. An attempt should be made to determine the contents and source of the particulate matter. (B) (6), md, (B) (6) medical doctor. An investigation has been initiated. A follow-up submission will be sent with the results.